Manufacturer narrative:
B5: additional information. H6: health effect and health impact codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was determined that the patient had been having repeat suction events. This was a combination of a speed that was too high for the patient and the patient being in a state of dehydration. The vad speed was decreased with an echocardiogram as guidance. The patient then received intravenous (IV) fluid bolus in the emergency department. No other symptoms were reported. The low flow alarms resolved with the speed change and hydration.

Event description:
It was reported that the patient was transported unresponsive to the emergency department (ed). The patient had several low flow events. Log files were sent for review. The event log file captured low flow alarm events on 1(B)(6) 2024.there were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported syncopal episodes could not be conclusively determined through this investigation. The reported low flow alarms were able to be confirmed following review of the submitted log files; however, a specific cause for these events could not conclusively be determined. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, that may be associated with the use of heartmate 3 left ventricular assist system IFU also addresses all pump parameters, and outlines situations that can result in low flow, including changes in patient condition. Additionally, the hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for mlp-042237 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.